Event description:
It was reported that device entrapment occurred. An 8.0-21 carotid wallstent self expanding was selected for use. During insertion over the guidewire, slightly more friction was noted. Deployment and placement were completed without issue. However, during withdrawal, greater friction than during insertion was felt. Consequently, the device was removed together with the non-boston scientific guidewire. The device was successfully removed, and the procedure was completed without complications. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. According to the instructions for use (IFU), this device is intended for use with a 0.014" (0.36mm) guidewire. During product analysis, a boston scientific 0.014 filterwire could not be inserted into the device due to the presence of solidified media within the guidewire lumen. The guidewire used by the customer was not returned for evaluation. A visual and tactile examination of the catheter and delivery system revealed no damage. During a guidewire insertion test, the presence of solidified media was confirmed within the guidewire lumen. The device was returned with the stent already deployed from the delivery system, and the stent was not returned for analysis.

Event description:
It was reported that device entrapment occurred. An 8.0-21 carotid wallstent self expanding was selected for use. During insertion over the guidewire, slightly more friction was noted. Deployment and placement were completed without issue. However, during withdrawal, greater friction than during insertion was felt. Consequently, the device was removed together with the non-boston scientific guidewire. The device was successfully removed, and the procedure was completed without complications. There were no patient complications as a result of this event.